Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic total hysterectomy procedure, a continuous pop-up alert was noted and the physician was unable to use the ultrasonic surgical device continuously. It was then identified that a part of this ultrasonic surgical device fell into the patient's upper abdominal area. The device was retrieved successfully with a forceps. This resulted to the prolongation of the procedure for 60 minutes while the patient was under sedation. The procedure was completed with a similar device and the patient remained stable all throughout. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information. This event was initially reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event/product problem, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. Updated fields: b5 corrected fields: h6.

Event description:
Additional information was received from the customer clarifying details of the originally reported event. The customer confirmed that the previously reported incident stating that the ultrasonic surgical device fell into the patient¿s upper abdominal area was incorrect. For the referenced laparoscopic total hysterectomy procedure, the issue was a continuous pop-up alert on the ultrasonic surgical device. This alert prevented the physician from using the device continuously during the procedure. The procedure was completed with a back-up device. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was cracked at 13 mm from the distal end of the probe, error u509 is displayed. A definitive root cause could not be identified. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: contact to another instrument. 1. During output in seal & cut mode, the probe came in contact to hard tissue, metal or a surgical instrument. As a result, crack were generated and the short circuit error occurred. 2. A force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the cracked area. The tissue pad is split, cut or torn. Contact marks probe - h electrode. Based on the results of the actual product inspection and investigation, we believe the phenomenon you pointed out occurred through the following mechanism. 1. When the seal and cut was output, there was nothing being held between the gripping part and the probe (including after the tissue had been cut), which caused the tissue pad to wear out. 2. As the tissue pad wore out, the non insulated section of the probe came into contact with it, resulting in visible contact marks. This could have led to a probe breakage abnormality (u509). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.